Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however images have been received for evaluation. Based on the images provided a twisting of the stent was confirmed. The definitive root cause is unknown. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The product classification code for the lifestent solo vascular stent system product is identified in d2. . The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex072003l vascular stent allegedly experienced fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight and gender of the 70 year old patient was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The product classification code for the lifestent solo vascular stent system product is identified. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. The investigation of the reported malfunctions is currently underway. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex072003l vascular stent allegedly experienced fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight and gender of the (B)(6) year old patient was not provided.